Event description:
The MFR was made aware of an adverse pt reaction to a procedure that took place at (B)(6), by way of (B)(6). We were informed the surgitron 4.0 dual rf s5 generator was used for a turbinate procedure. We were told that the generator was used on two patients and that there was a nasal obstruction. The procedure was stopped and there was surgical intervention to unclog the nose. No further info was provided.

Manufacturer narrative:
The MFR was made aware of the adverse pt reaction that took place in (B)(6) by way of (B)(6) forwarding a copy of a report the distributor filed with (B)(6). The distributor did not provide any other info other than this event occurred during a turbinate procedure. Multiple attempts to obtain add'l info concerning the event were made. Return of the device was also requested. No info has been forthcoming. Nothing in the complaint suggests that a malfunction of the ellman generator caused the obstruction. We will update this report as we become aware of more info concerning this event.